Event description:
During cardiac cath procedure, wire was advanced into the distal lad (left anterior descending artery) through the balloon. After the balloon was removed, the wire was pulled back by the physician and he identified that the tip of the wire was fractured off the main body. It was determined after three interventional cardiologist consults to leave the retained wire fragment in the apical lad. During the procedure, the physician did not notice any difficulty with removing the wire before he noticed the frayed end.